Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective cable unit, however, the exact cause of the defect could not be specified. It likely the cable failure occurred due to one of the the following; the cable pins on the connector are too small for the shield cables (shield cables are grouped of up to four single cables and this shield group is too big in diameter for the pins on the connector), the shield groups soldering joints are too weak to withstand the forces within the cable, the sealing compound within the connector does not seal the soldering joints and bare contacts completely against steam resulting in corrosion, the cables/soldering joints were under stress during the manufacturing process which lead to premature damage, and/or the soldering process used at the time of manufacturing was out of date. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return a purple image was displayed due to a broken video cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The video telescope "endoeye hd ii", was returned as part of the asset return process. During routine inspection of the device by olympus, a purple image was displayed due to a broken video cable. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.